Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was further determined the episodes of oversensing was due to 60 cycle hz noise in which the patient becomes pre-syncopal. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.